Manufacturer narrative:
Upon retrospective review, this issue was determined to be an MDR.

Event description:
Merge eye station is an image capture software and digital interface for use in conjunction with existing opthalmic fundus cameras to take images of the eye. It performs fluorescein angiography, red free and color, icg still-image photography and video imaging. On (B)(6) 2014 a customer reported there were no images for a specific patient record. Customer support was unable to locate any images through a search of import station and server. The image was manually imported so customer support was unable to locate on the capture device. This may result in delay in care or incorrect treatment. There was no report of patient injury or illness. (B)(4).